Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complications experienced by the patient. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient experienced an intra-operative complication while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's bladder injuries is unknown.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received uf/report (B)(4) with the following event description: while performing the laparoscopic robotic assisted sacrocolpopexy, the surgical team noticed two holes in the bladder. Immediate repair was performed per physician.